Event description:
The pt had a synchromed pump and catheter implanted in 1998 for intrathecal infusion of pain medications for non-malignant pain. The medical examiner's office contacted the MFR in 1999 with return of the pump and catheter after the pt died. The medical examiner indicated that the pt had a long history of chronic pain associated with lyme's disease. The pt died after being in a coma, with pneumonia. The family questioned the pump function and the medical examiner requested a copy of the analysis report.